Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One veress needle/catheter assembly was returned for analysis. The assembly was disconnected where the catheter meets the stopcock. The disconnection made it impossible to recreate the failure, although the unsecured catheter is the likely cause for the failure. A device history record review was completed for lot 0000868568. No issues were found, indicating that manufacturing procedures were properly followed, and subsequent quality inspections were passed. The returned sample indicated that the catheter was not properly secured to the stopcock. Therefore, the probable root cause is a supplier defect. A quality notification has been issued to the catheter supplier.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Sales rep stated via email: customer was doing a thora and the rad placed the cath in the pleural space. The fluid starting leaking out of the white portion of the cath. We could hear air. Then we went to try to pull the cath out and the pigtail just fell completely off the cath. Additional comment received from sales rep on (B)(6) 2016: did it separate from the blue hub? Which end? Yes. Or are you referring to the tubing with the stopcock attached separating from the white hub? No. Additional information received (B)(6) 2016: can you more specifically describe where the pigtail separated from the catheter? The blue portion fell off from the cath. Did it separate from the blue hub? Which end? Yes. Or are you referring to the tubing with the stopcock attached separating from the white hub? Did the leak happen at the junction of the white hub where the needle was secured? When the rad pulled the cath out to leave the pigtail in, the white portion (that the cath enters) started having fluid and air come out. Were all attachments secure? It appeared so. Was there any visible defect on the item? No. Were you able to complete the procedure using another device? Yes.